Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. The inspiratory section and expiratory cassette have been cleaned. Pressure transducer test failure persisted. The expiratory channel printed circuit board (B)(4) was checked and replaced, which resolved the issue. The device was delivered to the user in working condition. The issue was decided to be reported as a defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).